Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse prepared an antibiotic IV but noticed that it had not infused during the day. The nurse inspected the set and saw there was fluid flowing through the primary IV tubing but not through the clearlink secondary set. An unspecified antibiotic was intended to be infused around 4:00 am but when the day shift nurse arrived, the antibiotic was never infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.